Manufacturer narrative:
Concomitant medical products: model: 1688tc, competitor: lead, implant date: unknown. Model: 1582, competitor: lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a possible pocket infection. No further patient complications have been reported as a result of this event.